Event description:
It was reported that the user observed insulin leakage at the connector with visible twisting and air bubbles and noted the smell of insulin; no occlusion or other pump alarms occurred. The user chose to reconnect new primed tubing to the existing infusion site without being instructed to do so. The user-reported symptoms included elevated blood glucose, with a reported value of 200 mg/dl that decreased to 166 mg/dl by the end of the call. Investigation included customer care troubleshooting and guided supply replacement. Further investigation of this case revealed user-reported incomplete securing of the tubing to the connector that likely led to leakage and air ingress. It was concluded that user technique likely contributed to the connector leakage, with no device malfunction and was unconfirmed to be defective. Outcomes included the need to change the cartridge, connector, and tubing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.